Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: the author(s) 2020. Published by oxford university press on behalf of bjs society ltd. Doi:10.1093/bjs/znaa049.

Event description:
Title: chronic pain after open inguinal hernia repair: expertise-based randomized clinical trial of heavyweight or lightweight mesh. The aim of this study is to evaluate the long-term impact of heavyweight or lightweight mesh on chronic pain, discomfort, and recurrence rates a decade after open anterior inguinal hernia repair. In this study, men aged at least 25 years with a symptomatic unilateral inguinal hernia were randomized. 412 patients randomized, 363 were analyzed in the original trial. Ultrapro ethicon mesh was used for lightweight mesh operation and bard, flat mesh from our competitor was used for heavy weight mesh operation. Reported complications: pain (n- 18). Hernia recurrence (n-3). Conclusion: large-pore lightweight mesh causes significantly less pain affecting daily activities a decade after open anterior inguinal hernia repair than of heavy weight mesh using hernia repair.